Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clip applier came out of the fdc10 laparoscopic cholecystectomy kit. The surgeon tried to preload the first clip and no clips. The surgeon repeatedly squeezed the handle trying to advance a clip into the jaws with no success. A new er320 had to be opened to complete the case. There was no consequence to pt.